Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor had loose "things" inside and that a piece, which is not connected to the circuit board, can be seen. The patient is returning the monitor and a replacement was ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the power connector was damaged.

Event description:
It was reported that the remote monitor had loose "things" inside and that a piece, which is not connected to the circuit board, can be seen. The patient is returning the monitor and a replacement was ordered. The monitor has been returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.